Event description:
During a routine sales call to dr, territory manager was told by dr that a colleague of dr used an b1005 acucise catheter on a pt. The pt according to dr was fine immediately after the procedure but experienced arterial bleeding about seven days later and died. Multiple attempts have been made by applied medical's product manager to contact dr to obtain info of the event. No calls have been returned.